Manufacturer narrative:
The field service engineer found there was a vacuum error. He replaced the vacuum tube and performed verifications and precision testing. The investigation is ongoing.

Event description:
There was an allegation of questionable low results from the cobas 8000 cobas c 502 module. Sample 1 initial calcium gen 2 result was 6.2 mg/dl and the repeat result was 9.0 mg/dl. Sample 2 initial calcium result was 4.6 mg/dl and the repeat result was 8.1 mg/dl. Sample 3 initial cholesterol result was 76.1 mg/dl and the repeat result was 152.9 mg/dl. On (B)(6) 2022, sample 4 initial calcium result was 6.3 mg/dl and the repeat result was 10.2 mg/dl. The questionable results were not reported outside of the laboratory. The calcium reagent lot number was 64614601 with an expiration date of 31-aug-2023. The cholesterol reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue. As the qc recovery was acceptable, there was no indication of a performance issue with the reagent. The analyzer alarm trace did not contain a conspicuous event.